Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a suspected infection at the catheter flank site. A segment of the catheter was removed and the remaining catheter was revised with the existing pump. There was no patient injury. The device system was used to deliver lioresal (baclofen). Additional information was requested but was not available at the time of this report.

Event description:
Additional information received reported that the date of onset/diagnosis of infection was (B)(6) 2013. Perioperative antibiotics were administered. The patient did not have meningitis. The patient had redness, swelling and drainage. Primary location of infection was catheter. Culture was obtained from the catheter site but the result was not provided. The patient outcome was noted as infection resolved. The device system was used to deliver gablofen.

Manufacturer narrative:
Product ID neu_unknown_cath, lot# unknown, product type catheter. Analysis of the catheters ((B)(4) and unknown segment) revealed the catheters were returned in segments. The catheters were incomplete but passed all acceptable testing. Slight deposits of foreign material were noticed on the outer surface.

Manufacturer narrative:
Product ID neu_unknown_cath, lot# unknown, product type catheter; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.